Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 429 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 429 mg/dl. The customer was advised to insert new aaa alkaline battery and the display returned. The customer was advised to monitor pump and we will ship a replacement battery cap. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 329 mg/dl. The customer was unable to do troubleshooting at time of call. The customer removed and throw away the set and reservoir. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot.